Event description:
It was reported that the patient presented in clinic for a procedure on (B)(6) 2021. During the procedure, the right atrial (ra) lead was damaged and exhibited noise after it was unattached from the device. The ra lead was explanted and replaced. The patient was stable.